Manufacturer narrative:
The customer tested the battery run time and observed the iabp ran for 70 minutes. The "low battery" alarm functioned normally. The batteries should be replaced when runtime is less than 135 minutes. He elected to replace the batteries without assistance from maquet. The batteries were discarded by the customer and are therefore not available for evaluation. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, after transport and before the iabp was connected to ac power, the iabp shutdown without a "low battery" alarm. No pt injury was reported.